Event description:
Add'l info rec'd from MFR 3/15/05: no medwatch report has been submitted for this particular event in the past. Based on info provided and MFR's subsequent investigation, MFR has concluded that this does not meet the requirements of being a reportable event.

Event description:
Attempting to remove previously implanted tunica screw-tip of screw broke off-unable to remove from pt.